Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, unit received with intermittent button response due to flattened esc and act button dome switch (creased). No unlocked j2/lcd keypad connector.

Event description:
The customer reported via phone call that they had sensor error. Customer's blood glucose level was 315 mg/dl. Customer's blood glucose was 297 mg/dl and sensor glucose value was 40 mg/dl. The device will be returned for analysis.